Event description:
Analysis of one of the returned devices found a needle tip separation. The detached needle tip was returned with the device. A posterior foot break not returned was found during evaluation of three of the returned device. The location of the detached feet is unknown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture retrieval issues were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or inability to maintain position/stability (fast pull) of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger of four proglide devices was removed, the suture did not come out and a suture break was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 15f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.